Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number :stt-gf-001 /serial number (B)(4)/lot number 5215752) was returned on 01/03/2017. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The share log was downloaded and, upon review, confirmed the reported event of inaccuracies. A root cause could not be determined.